Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced bolus anomaly. The customer's blood glucose value was112 mg/dl at 11pm and 275 mg/dl at 7:30am. The customer's current blood glucose was 169 mg/dl. The customer stated that they received bolus failed alarm and it always stop at .2 units. The product was not returned for analysis.